Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication livanova learned that the leak cannot be verified since the unit in out of service at the moment. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was leaking from the corners of the metal casing. The issue was found during a routine cleaning. This unit is out of use at the moment due to it being contaminated (already reported under medwatch # mw-007612). There was no patient involvement.